Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery for essure removal') and genital haemorrhage ('keep bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. Doctor wanted to do a biopsy and see if he could figure out why she keep bleeding. Concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), hypertension ("blood pressure 160/90") and vaginal haemorrhage ("month long spotting"). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, hypertension and vaginal haemorrhage outcome was unknown. The reporter considered genital haemorrhage, hypertension, medical device removal and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: results: 160/90. Ultrasound scan - on an unknown date: looked great. Concerning the injuries reported in this case, the following ones were described via social media: medical device removal, hypertension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2019: content from social media received. Reporters added. New events 'month long spotting' and 'keep bleeding' were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery for essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. Concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hypertension ("blood pressure 160/90"). Essure was removed. At the time of the report, the medical device removal and hypertension outcome was unknown. The reporter considered hypertension and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 160/90 . Concerning the injuries reported in this case, the following ones were described via social media: medical device removal, hypertension. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery for essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. Concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hypertension ("blood pressure 160/90"). Essure was removed. At the time of the report, the medical device removal and hypertension outcome was unknown. The reporter considered hypertension and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 160/90. Concerning the injuries reported in this case, the following ones were described via social media: medical device removal, hypertension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. Doctor wanted to do a biopsy and see if he could figure out why she keep bleeding. Concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("keep bleeding"), hypertension ("blood pressure 160/90"), vaginal haemorrhage ("month long spotting"), contusion ("both hips feel bruised") and arthralgia ("right knee aches"). Essure was removed. At the time of the report, the back pain, genital haemorrhage, hypertension, vaginal haemorrhage and contusion outcome was unknown. The reporter considered arthralgia, back pain, contusion, genital haemorrhage, hypertension and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: results: 160/90. Ultrasound scan - on an unknown date: looked great. Concerning the injuries reported in this case, the following ones were described via social media: medical device removal, hypertension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : reporter was added, event aching (r) knee, bruised hip and low back pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.